Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for the call was the patient said that they had a fall about 3 weeks ago "and I hit my back, but I don't think it was the area where my unit is, I fell and hit above that and it pulled my lower back muscles so I had to ice it". Pt says at the time of the fall, they started noticing that they can't go as long in between charging ins. Pt says since the first fall, they have had 2 other falls. Pt mentioned that they had increased their stimulation but said it was "setting off my neuropathy", which was already mentioned recently. Pt had decreased their stimulation, but has since turned the stimulation up again. Reviewed how falls/trauma can affect the device, and advised that the patient consult with their healthcare provider to further address the issue. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
PMA code included. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. When asked about the cause, they reported that it seemed to use more of the charge faster. When asked about the steps taken, they said they had a rep at their next appointment. Rep checked the unit out and it was ok. They stated that the issue was resolved.